Event description:
A customer reported experiencing no aspiration during a procedure. The duration of the procedure was extended and the case was completed using an alternate system. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).